Event description:
Ous MDR - it was reported that this lead exhibited elevated sensing and pacing thresholds. This is all of the information that is available at this time. No explant date was provided and no indication of intervention was given. Device was not returned.

Manufacturer narrative:
Ous MDR - the device was not returned for analysis. The analysis is therefore based on the inspection of the quality documents associated with the manufacture of this particular device. The manufacturing process for this device was re-investigated. All production steps had been performed accordingly. There was no sign of any inconsistency during the manufacturing process which might be related to the clinical observation. In summary, the device was not returned for analysis. The review of the quality documents confirmed a regular device manufacturing.